Event description:
Explant evaluation findings on the returned grafts confirmed two holes in the graft material of the gore® excluder® trunk-ipsilateral leg component consistent with material wear.

Manufacturer narrative:
H6, component code: added imdrf code g04122 h6, type of investigation: added imdrf code b13 h6, investigation conclusions: added imdrf codes d15, d12. Product history review: the serial numbers for the devices involved in this event could not be obtained. Therefore, a review of the manufacturing records could not be performed. Explant evaluation summary: the explanted gore® excluder® aaa endoprostheses were returned to geprovas institute for an explant evaluation. The following provides the evaluation findings: explant scientist observations (gross): the aaa system was separated, and no annotation was made as to their original orientation. However, based on the images and measurements provided it is presumed that: rlt261414¿ trunk is segment 1 plc201000¿ right leg extension (contralateral leg- cl right-1) is segment 2 plc231200¿ right leg extension (cl right-2) is segment 3 plc201200¿ left leg extension (cl left) is segment 4 the abluminal surface of the components had scattered plaques of firm tan to friable red-brown material. Additionally, segment 2 had a focus of tan tissue, measuring 16 mm x 10 mm, extending distal and covering two apices. Segment 3 had an instrument mark visible across the proximal abluminal surface presenting as multiple evenly spaced serration marks (e.g., hemostat, clamp). The lumen of segment 1 proximal trunk had a thin layer of firmly adherent white to light tan tissue spanning approximately 30 mm which covered four proximal apices and extended a maximum of 15 mm distally along the luminal surface, the graft remained widely patent. Segments 2-4 were widely patent and generally devoid of tissue expect minimal scattered plaques of friable red-brown material. The noted material disruption was consistent with those caused by surgical instrumentation during the explant process. Explant scientist observations (radiographs and post digest): post digest analysis was performed in-person. Trunk (segment 1): tape disruption along three proximal apices (not covered in tissue during grossing) was noted. There was tape disruption with an underlying hole (h1), measuring approximately 1-2 mm in the graft material on the cl gate at the level of the bifurcation. One stent row distal and lateral on the cl gate another 1 mm hole (h2) was noted in the graft material. Both of these holes would have presumably been covered by a luminally seated contralateral leg in vivo. See figures 1 & 2. Cl right-1 (segment 2): there were multiple graft material disruptions (e.g., tears, puncture and multiple evenly spaced serration marks) noted at the proximal end of the graft consistent with grasping via surgical instruments (e.g., rat tooth forceps, hemostats). Cl right-2 (segment 3): had an instrument mark visible across the proximal abluminal surface presenting as multiple evenly spaced serration marks. Cl left (segment 4): no material disruptions were noted. Holes in the graft material (h1-2) were consistent with material wear. The noted material disruptions consistent with manual manipulation vis surgical instrumentation. Were likely caused during the explant process. H6, health effect - impact code: replaced FDA code 4627 with imdrf code f1903 h6, medical device problem code: replaced FDA codes 2682 and 2993 with imdrf codes a0101 and a24 h6, type of investigation: replaced FDA code 4119 with imdrf code b01 h6, investigation findings: replaced FDA code 3223 with imdrf code c070602.

Manufacturer narrative:
Device evaluated by manufacturer: other code - the medical device was returned to a third party for investigation. The analysis report was shared with gore and evaluated appropriately. Additional devices involved in this case: gore® excluder® contralateral leg component plc201200 / unk - UDI unk, gore® excluder® contralateral leg component plc231200 / unk - UDI unk, gore® excluder® contralateral leg component plc201000 / unk - UDI unk.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an asymptomatic abdominal aortic aneurysm and was treated with four gore® excluder® aaa endoprostheses. Reportedly, the patient had also been treated for hypertension and ischemic heart disease. On (B)(6) 2021, after about 2 years and 9 months, all endoprostheses were explanted due to type I and ii endoleaks.